Event description:
Patient was on an oscillator and the equipment shut down while on the patient. There was no circuit disconnect; the machine just zeroed and stopped working. The patient was bagged for several minutes and then placed on conventional ventilation. The patient's abg warranted a return to an oscillator. So once a replacement was brought up, he was placed back on hfov.what was the original intended procedure?ventilation.device #1is this a laboratory device or laboratory test?no.